Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.

Event description:
It was reported that the customer received a motor error alarm from his/her insulin pump during bolus delivery. The customer's blood glucose levels are unk. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The product has been returned. Nothing further was reported.